Manufacturer narrative:
Catalog number 48136545 xia titanium 4.5 monoaxial screw diam 6.5 x 45 and catalog number 48136550 xia titanium 4.5 monoaxial screw diam 6.5 x 50 were referenced. It is unk which, if any, of the devices may have caused or contributed to the event. An eval of the device cannot be performed, as the device was not returned. Add'l info has been requested, and if rec'd will be supplied on a supplemental.

Event description:
During the surgery (anterior fusion), it was found that the l1 bone was fractured when doing compression between l1 and l2 after placing screws to l1-l4. The surgeon cut the rod and extracted the l1 screw and staple. After closing the wound, it was found through the x-ray that the l2 bone was fractured as well and the l2 screw was disassembled. The surgeon opened the pt again and extracted all of the screws in l2-l4.